Manufacturer narrative:
The exposed portion of soft cannula was found to be deformed near the distal tip. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 451 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. Patient gave themselves insulin to treat the high bg.